Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging machine just turns off. There was no report of medical intervention. During the investigation, manufacturer observed that unknown dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Intermittent power loss. Possibly from a faulty j8 dc jack. Blower motor does not spin up. Potential corrosion on the pca (printed circuit assembly) in the blower motor drive circuit black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. White and tan dust-like and hair-like contamination, throughout humidifier enclosure, on and under the heater plate, on dry box seals, dust-like contamination inside water tank. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the water tank. Tan dust-like contamination in the iso port. One screw boss broken in lower base. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified no airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and the manufacturer observed dust contamination are consistent with being from an external source.

Manufacturer narrative:
In the previous report, the manufacturer missed to captured information in box h. The following correction has been corrected in this report. In box h: the evaluation results code grid and conclusion code grid has been corrected.